Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with dry tissues. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/22/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a dim/faded and discolored display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The returned battery cap was able to fully tighten until o-ring was seated and the cap was flush with the pump case. There was no loss of power when tested and there was no evidence of moisture damage found in the battery compartment.